Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the string fell off with one of the tampons and never noticed it and when another tampon was inserted and removed, both the tampons were pulled out as a whole. Multiple attempts have been made to obtain further information. No further information has been received.